Event description:
Caller alleged discrepant results (precision). Results as follows: 1st inr = 4.1; 2nd inr = 3.9; 3rd inr = 3.5. Could not recall if she milked the finger or if there was trouble getting blood out.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st inr=4.1; 2nd inr=3.9; 3rd inr=3.5. Inratio meter: mean: 3.83; sd: 0.31; %cv: 7.97. Since 7.97% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Summary: end-user claims discrepant precision results. Customer results analyzed in-house. Precision met criteria. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.